Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the patient informed the nursing staff that the tubing separated at the y-site while connected to the patient's PICC line. The tubing was replaced and there was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated at the y-site was confirmed. Visual inspection of the set noted the separation was at the engagement between the smallbore tubing and outlet port of the mini y parallel connector components. Further visual inspection of the separated tubing end observed insufficient solvent applied. No obvious damages or any issues were observed on the rest of the set. Functional testing was not performed due to the damage. The separated tubing end's outer diameters were also measured at three different areas; all were within specification. The rest of the tubing engagements were slightly tugged with no separation noted. The root cause was identified as due to insufficient solvent being applied at the engagement of the tubing.